Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having high blood glucose. The blood glucose reading at time of call was 261mg/dl. The customer declined to troubleshoot and requested a replacement of the insulin pump. During the call the customer also reported being hospitalized in the past due to high blood glucose. No further information was provided.